Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure using a faradrive sheath air was repeatedly visible, and the valve was damaged. During preparation it was difficult to lock the dilator into place, but it was possible. Once the sheath was placed in the patient's body aspiration was performed as normal. The catheter was then inserted into the sheath and aspiration was performed again. At this point there were lots of bubbles even after repeated aspirations. The catheter was removed, and a little piece of the sheath valve came off of the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulsed field ablation procedure using a faradrive sheath air was repeatedly visible, and the valve was damaged. During preparation it was difficult to lock the dilator into place, but it was possible. Once the sheath was placed in the patient's body aspiration was performed as normal. The catheter was then inserted into the sheath and aspiration was performed again. At this point there were lots of bubbles even after repeated aspirations. The catheter was removed, and a little piece of the sheath valve came off of the sheath. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.